Event description:
Allegedly tibial insert was revised due to allegedly range of motion issue.

Manufacturer narrative:
Product not returned for evaluation. User facility stated they were reporting this as a voluntary report only.